Event description:
Embolization of a cardioseal septal occluder into the left atrium. The implanting physician reported that after placing the occluder across the atrial septum he encountered difficulty in releasing the occluder from the delivery catheter and it appeared that the delivery catheter tip was caught in the occluder. He advanced the transeptal sheath used to deliver the device back to the occluder and applied slight tension to the delivery device which resulted in the release of the device. The implanting physician reported that the occluder simultaneously upon release from the delivery device dislodged into the left atrium and then the left ventricle. A snare was advanced through the transseptal sheath to attempt to remove the device. The device was withdrawn from the left ventricle to the left atrium but the entire device could not be withdrawn through the pfo back to the right atrium. A portion of the device was withdrawn into the right atrium and the through the transeptal sheath. Right femoral access was obtained and the remainder of the occluder was withdrawn through the right femoral artery with surgical closure of the right femoral access site required to achieve complete hemostasis. The subject device and delivery catheter have not yet been returned to nmt for eval anf fluoro films have not been received. Nmt is awaiting the device and films to complete the investigaiton.